Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. The reported patient fall was reviewed and determined to be unrelated to the device, as no device malfunction or adverse effect associated with the fall was identified. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established. Block b3: approximated based on the month (january 2026) provided by sales employee.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg). Additionally, the patient sustained a fall; however, it was not device or stimulation related, also no issues or adverse effects related to the fall were noted. As part of the revision procedure, the ipg was replaced. Electrocautery was used during the procedure. Postoperatively, the patient was reported to be stable. No product will be returned for analysis due facility policy.